Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy in a post coronary artery bypass grafting (CABG) patient, the customer had insertion and leakage issues with the iab catheter. The console generated an unknown alarm. The iab catheter was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy in a post coronary artery bypass grafting (CABG) patient, the customer had insertion and leakage issues with the iab catheter. The console generated an unknown alarm. The iab catheter was replaced to continue therapy. There was no reported injury to the patient.